Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The complaint/event involved a tego® connector that reportedly failed to aspirate after it was changed to the venous side during dialysis treatment for the patient. This was observed by a clinical staff member. Medication was not used with this product. The product was not reprocessed or re-sterilized prior to use. There was an unspecified delay in therapy but no adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
D9 - date returned to mfg: 6mar2025. Investigation summary received one (1) used list# d1000, tego¿ connector, appx 0.05 m. As received, there is visible damage to the top seal of the tego, as well as damage on the silicone seal near the locking posts. Complaint of damage to silicone on rim observed; access port lifting on one side, pushed in on other side, unable to flush arterial line can be confirmed. A device history record lot# review could not be conducted because no lot number(s) was/were identified. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application a corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.